Event description:
The customer's daughter reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose was over 500 mg/dl. The daughter was also unsure if the insulin pump was delivering insulin properly. The customer's current blood glucose was 479 mg/dl. It was found the customer was unable to see, experiencing thirst and frequently urinating from their high blood glucose. Customer was also moody and had difficult time breathing. Troubleshooting found the customer's drive support cap appeared to be normal. The daughter also reported two air bubbles were present in the tubing. The daughter was advised to perform a 5 unit fixed prime until the air bubbles were no longer visible. The customer's settings were not checked during troubleshooting. It was also found the insulin pump passed a high pressure test. It was also found a no delivery alarm occurred on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.